Event description:
Additional information: 1. Kindly provide the date of event. Bd bulk 50 ml luer-lock syringes (ref 309680). Total of #4 leaking 50 ml syringes. Lot : 1242178 exp: 8/31/2026. All #4 are from a batch made 12/04/2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event or serious injury. Leaking syringes discovered upon verification of med after compounding. Med did not reach any patient.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 physical samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no defects or imperfections were observed and all samples passed a leakage test. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak leaked it was reported by the customer that leaking at the back of the plunger. Verbatim: rcc received a complaint via phone. Pir attached christine riat leaking at the back of the plunger. 309605 lot 4222762 total of 18 305617 lot 4278835 total 17 309680 lot 1242178 total 4 xxx has samples available for investigation please send package the syringes has medication in them.